Manufacturer narrative:
The lens was returned in liquid in the vial. Visual inspection of the returned product found one haptic torn. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -8.5 diopter, and the lens tore. The lens was removed within the same surgery, with no patient injury. The backup lens was implanted with no problem. The reporter stated the cause of the event was unknown.